Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not reported / available. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis lab performed review on the three accompanying photos. Two of the three photos captured the device packaging and part of the prowler select plus microcatheter could be observed. No damage was noted on this photo. The third photo, it was observed that the microcatheter was kinked on the tip near the body transition. The reported issue in the complaint that the prowler select plus microcatheter was kinked was confirmed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. A review of manufacturing documentation associated with this lot (30687130) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular procedure, the physician built access and pushed the stent (unspecified brand) into the prowler select plus microcatheter (606s255x / 30687130) and the stent was impeded in the microcatheter unable to further advance. The physician retracted the devices and noted that the microcatheter was kinked. A new microcatheter was used to replace the complaint device to complete the procedure; the stent was not replaced. There was no report of any patient adverse event or complication. Three photos of the complaint device were included in the complaint. On 22-jun-2022, additional information was received. The information indicated that the target of the procedure was on the left middle cerebral artery (mca) m1 furcation the vessel was unremarkable and of normal vessel tortuosity. The complaint device was not subjected to excessive force. The information also confirmed the reported issue did not result in any patient consequence. Based on the additional information received on 22-jun-2022, the event has been deemed reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received the product analysis lab on 27-jun-2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular procedure, the physician built access and pushed the stent (unspecified brand) into the prowler select plus microcatheter (606s255x / 30687130) and the stent was impeded in the microcatheter unable to further advance. The physician retracted the devices and noted that the microcatheter was kinked. A new microcatheter was used to replace the complaint device to complete the procedure; the stent was not replaced. There was no report of any patient adverse event or complication. Three photos of the complaint device were included in the complaint. On 22-jun-2022, additional information was received. The information indicated that the target of the procedure was on the left middle cerebral artery (mca) m1 furcation the vessel was unremarkable and of normal vessel tortuosity. The complaint device was not subjected to excessive force. The information also confirmed the reported issue did not result in any patient consequence. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The microcatheter was inspected and observed to be kinked at 51.7 inch (131.31 cm) from the proximal end. No other damages were observed on the device (i.e., no compressions, no elongations). This damage is consistent with the damage observed in the one of the three photos included in the complaint, which showed the microcatheter kinked on the tip near the body transition. Further testing could not be performed due to the kinked condition noted on the microcatheter which prevents proper flushing. The inner diameter (ID) and outer diameter (od) of the complaint device was confirmed to meet specifications. A review of manufacturing documentation associated with this lot (30687130) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The reported issue in the complaint was confirmed based on the appearance of the returned device. Microcatheter kinking can occur during procedure handling where force may have been inadvertently applied. This damage may have led to the stent being impeded as reported in the complaint. However, with the limited information available, an assignment of a root cause is not possible at this time. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.